Event description:
The consumer released joystick and the chair allegedly kept moving, hitting a door frame. This allegedly resulted in the consumer sustaining a concussion.

Manufacturer narrative:
Manufacturer has received conflicting information regarding event. First contact user indicated he allegedly struck a tv. Second contact user indicated he allegedly struck a door frame. Chair was reportedly serviced several times. Its unclear if a service error had occurred. MDR filed based on injury.